Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call the insulin pump alarmed motor error and had a high blood glucose event. The customer¿s blood glucose level was 440 mg/dl at the time of the incident. The customer¿s parent stated that the insulin pump had a motor error alarm and the bottom of the insulin pump was falling off. The customer¿s parent stated that the insulin pump was not exposed to high magnetic fields. Customer reported a motor position encoder error. Customer had a high blood glucose of 440 mg/dl and treated. No high blood glucose troubleshooting. Was performed. The customer¿s parent was advised to have customer discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump received unable to perform the displacement, rewind, basic occlusion, occlusion, prime, excessive no delivery test or verify compromised forced sensor system alarm or verify motor error alarm and motor position encoder error alarm due to detached end cap. The motor was tested outside of the device and passed.